Manufacturer narrative:
Device photo analysis. Visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs; first device has red particles in the shell, and the second device has a yellow biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported " capsular contracture grade IV with pain and deformity in left breast". Device has not been explanted on the left side.